Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she woke up with blood glucose of 43 mg/dl then blood glucose increased to 525 mg/dl. Customer changed the infusion set and it went into blood vessels. Customer's blood glucose at time of call was 375 mg/dl. After troubleshooting, customer will not be returning the device for analysis.